Manufacturer narrative:
Due to characterization limit e1: initial reporter:(B)(6). Event site name:(B)(6). Event site address:(B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was displaying electrical test fails code #52. There was no patient involved.